Event description:
It was reported that there was an event of left ventricular (lv) lead dislodgment leading to intermittent capture. The lead was capped and replaced on (B)(6) 2025. The patient condition was stable.